Event description:
The manufacturer received information alleging a ventilator failed and active exhalation verification test step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed and active exhalation verification test step during testing. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid and proportional valves were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states the following findings: the proportional valve investigation states the pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The solenoid investigation states the pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid.